Event description:
It was reported that the patient developed mrsa when the pump and catheter were implanted. The pump surface was visible under the skin. It was also reported that the hcp suspected an inflammatory mass and sent the patient to another hcp with the recommendation of explanting the pump. Per the reporter, no tests or exams have been done. The patient experienced a change in therapy effect, as well as back and kidney pain that the patient reported "makes me want to hurt myself or others". The pump was used to deliver sufenta, clonidine and bupivicaine. Additional information has been requested from the hcp, a follow-up report will be sent, if additional information becomes available.